Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was completed on another system. A philips field service engineer (fse) visited the site and confirmed the issue. The fse checked the logfile and found an encoder access test failed error message. The fse troubleshot the system and suspected a bad cable connection since the encoder access test failed. To solve the issue the fse re-connected the suspected cables (cn5, p5 and p8) and performed beam position and current calibration. After the re-connection of the cables and the performed calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm was not moving. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was completed on another system. A philips field service engineer (fse) visited the site and confirmed the issue. The fse checked the logfile and found an encoder access test failed error message. The fse troubleshot the system and suspected a bad cable connection since the encoder access test failed. To solve the issue the fse re-connected the suspected cables (cn5, p5 and p8) and performed beam position and current calibration. After the re-connection of the cables and the performed calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The product UDI and the manufacture date have been updated.